Event description:
Gfd bls and wafd als dispatched for pt with breathing difficulty. Gfd arrived first and found pt had gone into witnessed cardiac arrest. Cfr was initiated and AED was placed with no shock advised. Pt was intubated and regained pulses with blood pressure and spontaneous respiratory effort. Wafd als arrived and placed pt on zoll e series monitor at 17:59. ECG interpretation at 18:06 was sinus rhythm with no ectopy. At that point the pt's body jerked as if defibrillated. Both crews identified the probable defibrillation, yet no one had charged the unit or activated the defibrillator. Review of the uploaded ECG file shows the pt was in a sinus rhythm when defibrillated at 200 joules.